Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to both ps1 and ps2 having loose connectors. An internal inspection of the controller did not reveal foreign material.  A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer is still investigating the loose connector with the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient had fallen at home while feeling "light headed" not loss of consciousness as it was originally thought and lost balance and fell on top of the controller. Patient was seen in the clinic on (B)(6) 2016 and complained of a "loose battery connection" the port is loose. It was stated that there were no loss of power or alarms associated with the event. It was stated that the fall was thought not to be related to the pump. Site did not send in any log files. This site does their own log file analysis. It was also reported from the site that the controller had a loose connection within the casing and that this is more of cosmetic problem than anything, there was no problem with the functioning of the controller. An elective controller exchange was performed by the site and it was stated that the patient tolerated well with no consequences and the exchange resolved the issue. No further information available.